Event description:
Following a trach change to a device #9 fenestrated cuff trach tube, pt presented with a grass tracheal leak. Pt tolerated trach change to a device #9, cuffed tube. Bilateral breath sounds & pt vital signs stable.